Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report that the needle would not fully retract was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a safety shield with the needle partially retracted, which indicates that the safety mechanism was activated. The majority of the needle was contained within the safety shield. The tip of the needle was protruding from the grip. Potential contributing factors include barrel damage, needle hub damage, or a bound spring, which prevents full retraction of the needle hub; however, the root cause could not be determined since the physical sample was not provided for investigation and a portion of the safety shield was concealed by the clinician's hand in the provided photograph. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that safety would not retract as expected after placing the device.